Event description:
Customer reported an issue with panorama central station's ambulatory telepacks, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Customer was provided with replacement units while an investigation is underway.